Event description:
Pt was admitted to the hospital, last night after losing consciousness while at work (pt works at the hospital). At the time of their admittance, pt's blood glucose measured 600 mg/dl. Pt was treated with an injection (contents not provided) this morning, pt's blood glucose measured 697 mg/dl. Pt was treated with an insulin drip.